Event description:
Fire department personnel attempted to use the device on a person diagnosed in cardiac arrest. The device allegedly displayed a service mandatory warning message and use of the device was inhibited. An als crew arrived and took over treatment of the patient. The patient's outcome was not known.